Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. Four days prior to the receipt of this report, the patient was hospitalized for unrelated medical conditions. During hospitalization, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment details were not reported. On an unknown date, the patient experienced sepsis. Six days after admission to the hospital, the patient died. The caregiver reported they had a copy of the death certificate and stated the cause of death was "listed" as sepsis, infection (also reported as peritonitis), and another unrelated medical condition; however, it was not reported if an autopsy was performed. Dianeal therapy remained ongoing during hospitalization; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.